Event description:
It was reported that the patient's right lead migrated. In turns surgical intervention took place on (B)(6) 2025 wherein the lead was explanted. While attempted to implant the new leads the pt experienced a csf leak. As such, the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.